Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed, as the device exceeded the maximum temperature rise in a quality assurance test. Based on the investigation details, a possible cause was the spindle housing, which had a temperature rise greater than the maximum allowed. Service will repair and return the handpiece to the customer.

Event description:
It was reported that the handpiece began overheating during an extraction procedure. There were no reported pt or user injury, and the case was completed successfully with another device.